Manufacturer narrative:
The previous repair record for intellicart system serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair record review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have been previously repaired 4 times, the previous repair being for carbon filter replacement on 10 october 2018. The carbon filter is not associated with the current repair. Thus, this repair was a non-related issue. On 11 june 2019, it was reported from (B)(4) that the cart was not powering on when plugged into wall. On 11 june 2019, a zimmer biomet authorized repair technician was contacted about the cart and dispatched to be at the site. The technician arrived at the site and confirmed that the unit would not power on when plugged into the wall, and found that the power cord was damaged and had exposed wires. The technician replaced the power cord (part #91823) and then verified that the unit was functioning as intended. The technician then returned the unit to service without further incident. The device was tested, inspected, and repaired. Service work order (B)(4) on 11 june 2019. The root cause for the reported event of the unit being unable to power on via the wall outlet was due to a damaged power cord. A damaged power cord could prevent the unit from receiving electrical current from the wall outlet, and thus the unit would be unable to power on. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the power cord was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted. Device evaluated by manufacturer? Evaluated by external contractor.

Event description:
It was reported that the cart was broken. The event timing was before surgery and the power cord was damaged with exposed wires. No adverse events were reported as a result of this malfunction.